Event description:
It was reported that a patient underwent an embolization procedure of an artery off of the external artery. During the procedure, the physician attempted to do a contrast injection through the prowler select plus 150/5cm microcatheter (catalog # 606s255x, lot #30556892). Contrast was not well visualized and that is when the physician noted the microcatheter¿s hub was cracked. An exchange wire was used to exchange the microcatheter for a new microcatheter. The procedure continued with minimal delay and there was no reported patient consequence due to the defective microcatheter. On 02-oct-2023, it was reported that the microcatheter was inserted through a hemostasis valve that was attached to the guide catheter. Additionally, the microcatheter was inspected prior to use to ensure the integrity of the catheter, but the technologist that reported the event did not specify if he inspected the catheter hub in great detail. The device had not been re-shaped after removal from packaging. There was no difficulty attaching another device to the complaint device. There was no resistance while advancing or withdrawing the device. There was no evidence that air may have been injected into the patient. No additional intervention was needed to remove the device from the patient. It was noted that the exact time of the procedural delay due to the event is not certain, but a new catheter and exchange wire were required to replace the defective device. The delay was not clinically significant.

Manufacturer narrative:
Manufacturer's reference number:(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). On 22-nov-2023, the cerenovus failure analysis lab completed the investigation on the complaint device. Device evaluation summary: a non-sterile prowler sel plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the hub is cracked. No other damages were noted. There was no information provided regarding the accompanying package to evaluate the condition of the packaging materials. Based solely on the area of the device that is observed to be damaged, the reported issue of a cracked hub is confirmed. With the amount of information available, an assignable cause cannot be determined. The issue was reported to have occurred before use; however, the device has been removed from its packaging and handled in an unknown manner and environment. According to the risk documentation, device damage is a potential issue that can occur during microcatheter removal from the hoop, resulting in the device not being usable. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device's manufacturing. A manufacturing record evaluation was performed for the finished device 30556892 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at injection mold hub process to prevent damages such as hub deformations or cracks from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following precaution: ¿ do not use a catheter that has been damaged in any way. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.